Manufacturer narrative:
Catalog number was unknown. Customer reported a tegaderm transparent film dressing (rectangular, size approximated at 4") was applied to this patient. Lot number was unknown. Without a lot number, an expiration date and manufacture date could not be determined. Etiology of the reaction was unknown. A two year complaint history was reviewed for the tegaderm transparent film dressing family and no trend was seen.

Event description:
A nurse reported a patient with acute lymphoblastic leukemia was receiving chemotherapy through a central catheter port located in her chest. A chlorhexidine based prep was used for skin preparation and a tegaderm transparent film dressing was used to cover her catheter site. The patient allegedly experienced redness and a weeping skin reaction. The tegaderm dressing was discontinued, the site was treated with a medihoney, hydrocolloid and another type of transparent film dressing and the patient was discharged from the hospital.